Event description:
It was reported that during the procedure, this device was not used due to an unknown performing (quality) issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).